Manufacturer narrative:
The customer¿s report of a separation in the tubing was confirmed. Upon initial visual inspection, it was noted that the silicone segment was separated from the upper fitment. The retainer ring was not provided with the set but there were ring indentations found on the silicone segment, indicating that there was a ring previously in place. No functional testing was feasible as the returned set silicone segment was found to be detached from the upper fitment. The root cause of the separation was determined to be low retention values from the pumping segment assembly machine cycle time being interrupted.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump was alarming "air in tubing" when the nurse opened the chamber door to flick the air out of the tubing the soft part of tubing separated from the top fitment while connected to a patient. There was no patient harm.